Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported event: needles not connecting to driver.

Event description:
Reported event: needles not connecting to driver.

Manufacturer narrative:
(B)(4). Ez-io driver 9058 was returned for evaluation. Upon receipt, the driver was visually inspected. The magnet in the driver shaft was missing from the device. No other physical damage or defects were observed with the driver shaft or device. The complaint is confirmed. The driver was opened to test and record operating characteristics. An attempt was made to read the eeprom data to analyze usage. The eeprom data was parsed and revealed a charge count of 1,499,425 and a cycle count (trigger pulls) of 178. The cycle count of 178 is significant as it substantiates driver usage with considerations to bone density, average insertion time, storage, and frequency of testing. This data reveals evidence of use prior to the reported defect. Further inspection of the internal shaft was performed and there was visual evidence of glue residue. According to r & d, this indicates that the magnet was placed and properly assembled to the shaft during the manufacturing process. The manufacturing device history file was reviewed. No recorded results of manufacturing issues or anomalies were reported. It could not be determined exactly when or how the magnet became loose and fell from the device. Therefore, the root cause of this issue is unknown at this time.